Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch verioiq meter was not holding charge and was displaying an unknown error message. The customer care advocate (cca) was unable to reach the patient for follow up questions from the medical surveillance specialist. The following complaint is classified based on the information obtained during the original call. It is unknown when the alleged issues began. The patient manages their diabetes with self-adjusted insulin. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of "shakiness, dizziness, headache and nausea" an unknown time after the alleged issue began. The patient reported self-treating these symptoms with "water." As lifescan were unable to reach the patient it is unknown if the patient associated these symptoms with hyperglycemia or hypoglycemia. The patient denied testing on any other device. The cca was unable to fully troubleshoot the alleged issues as the patient did not have their testing supplies available. This complaint is being reported as the patient may have suffered a serious injury after the alleged issues began.